Event description:
It was reported that "during the beginning" of a prostate procedure, "error message 171" occurred. The system wa shut down and restarted, however, the error message could not be cleared. After consultation with manufacturer's technical support it was determined that the error could not be cleared. The procedure was canceled. "No injury to the patient" reported.